Event description:
Drill overheated during surgery. Scorch marks appeared on patient. Handle became so hot it had to be put down. Drill taken out of service. Item is not back from repair. Unclear what happened.